Event description:
Additoinal information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. The patient had an unrelated surgery where the ipg was not placed in surgery mode. The rep was unable to recover the ipg with their clinician programmer (cp). Upon investigation of the provided cp logs it was not confirmed the ipg was in service app. It was confirmed that the ipg never entered a bondable state. All troubleshooting steps had been exhausted. Surgery took place where the ipg was explanted without complications. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient had an unrelated fusion procedure and it was noted that patient doesn't believe the device was placed into surgery mode prior to procedure. Subsequently, the ipg could not communicate with external devices and was deemed inoperable. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may be undertaken to address this issue.